Event description:
Device evaluation: lifescan received the test strips involved with this complaint january 6, 2015. Device evaluation was completed on january 19, 2015. The test strips lot #3506135 involved with this complaint failed testing. The test strips involved with this complaint failed testing. The test strips were found to have results above range when tested with control solution. In addition a secondary issue was noted the test strips were found to have shelf life exceeded. Additional tests were performed on the test strip vial and the desiccant to check the structural integrity and for possible moisture issue. The structural integrity of the test strip vial was found not to be compromised during a gross leak test, the vial passed pdt testing. The desiccant within the subject vial was found to contain levels of moisture that reflect normal use and passed tga testing. The test strips lot # 3710739 passed all testing with no faults found. The complaint was not confirmed. The meter was also returned and evaluated. The meter passed all testing with no faults found. The complaint could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that her onetouch verioiq meter was reading inaccurately high compared to feelings/normal results. The complaint was classified based on the customer service representative (csr) documentation and additional information obtained when the cs manager followed up with the patient. The patient reported that she experienced issues with her meter since its ¿first use in early (B)(6) 2014 - around (B)(6)¿. She reported, at 9:30am on (B)(6) 2014, she obtained an alleged inaccurate high blood glucose result of ¿279 mg/dl¿ with the subject meter. The patient manages her diabetes with insulin (self-adjuster). The patient denied making any changes to her usual diabetes management routine as a result of receiving the alleged high reading on the meter. She reported, on (B)(6) 2014, after the issue with the meter started, experiencing symptoms of ¿hypoglycemia¿, she ¿felt dizzy (head spinning) and could not concentrate (thoughts were not clear)¿. She reported, at 12 noon on (B)(6) 2014, she ¿ate some sugar¿ to treat her symptoms. It is unknown whether the patient used any other device to test her blood glucose levels. During troubleshooting the cca noted that the patient had been storing her test strips correctly and the meter was set to the correct unit of measure. The patient did not have control solution with which to test the meter and strips. Replacement products were sent to the patient. This complaint was initially ruled out because there was no indication that the product malfunctioned during customer service troubleshooting and there was also no allegation of an adverse event as a result of the reported issue.

Manufacturer narrative:
Follow-up # 1 ¿ (03/06/2015) - additional information. The patient¿s meter and test strips #3710739 and #3506135 have been returned and evaluated by lifescan product analysis with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. The test strips #3710739 were also tested and the primary complaint was not confirmed. The test strips #3506135 involved with this complaint failed testing. The test strips #3506135 were found to have results above range when tested with control solution. In addition, a secondary issue was noted where the test strips #3506135 were found to have shelf life exceeded. Additional tests were performed on the test strip vial and the desiccant to check the structural integrity and for possible moisture issue. The structural integrity of the test strip vial was found to be intact during a gross leak test. The desiccant within the subject vial was found to contain levels of moisture that reflect normal use, thus not the root cause for the control solution failing which was seen, and passed tga testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up #2 - (03/06/2015) - additional information. The patient¿s meter and test strips #3710739 and #3506135 have been returned on 12/30/2014 and 1/19/2015, respectively, and evaluated by lifescan product analysis on 1/12/2015, 1/19/2015, and 1/21/2015, respectively.